Event description:
Prosthesis was implanted (B)(6) 2013. It was reported on (B)(6) 2013 that a revision surgery would occur to explant the product. The problem type has not been determined. No injury has been reported. Revision surgery occurred on (B)(6) 2013.

Manufacturer narrative:
Nuvasive reference (B)(4). The device has been returned and eval is in process. No root cause has been identified. Review of the DHR indicates all material type, dimensions and treatments were within specification at the time of release. Labeling review: "indications for use: the pcm cervical disc is indicated for use in skeletally mature pts for reconstruction of a degenerated cervical disc at one level from c3-c4 to c6-c7 following single-level discectomy..." "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components;..."